Manufacturer narrative:
Submit date: 4/21/2016. A lot was not provided therefore a device history record (DHR) review could not be performed. All DHR¿s are reviewed for accuracy prior to product release. A visual inspection was performed and holes/tears were found below the strain relief of the catheters. Samples were submitted to underwater test, the distal ends of the catheters were clamped and the lumens were pressurized to check for leaks; when air was infused into the lumen, bubbles were detected; they were coming out from the strain relief. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an improper handling by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that when they went to change the end cap there was a leak in the catheter.